Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon looking at xrays, it appeared the centering screw on the glenosphere failed and broke in half. Part of then glenosphere central screw had broken off in the metaglene post and the other screw fragment was sitting in the soft tissue envelope of the shoulder capsule, along with the back side washer of the glenosphere. There was no surgical delay. Doi: (B)(6) 2018. Dor: (B)(6) 2022, affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. If depuy synthes instrumenation broke during surgery, were all pieces retrieved from the patient? Yes. B. Due to the disassociation event, the metaglene would need to be included in the complaint. Please provide the product code and lot number of the metaglene. Unfortunately, I do not have info for the metaglene. C. Please confirm if the metaglene was revised? Metaglene was revised with a +15 metaglene (140760025) and screws. D. Please confirm whether the screw fragment was recovered from the soft tissue during the revision? Yes, all pieces were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this complaint was returned for examination. The photo investigation can confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device lot number 5269098, and no non conformances related to the malfunction were identified. Device history review : a manufacturing record evaluation was performed for the finished device lot number 5269098, and no non conformances related to the malfunction were identified.